Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was over 500 mg/dl. She had issues with the serter. The insulin pump alarmed insulin flow blocked. She changed the infusion set and then bolus to treat her high blood glucose level. The infusion set was detached at the quick release. The alarm was resolved by an infusion set change. The device was not returned.

Manufacturer narrative:
Evaluated 1 open/used quick-serter per, performed visual inspection and insertion test using a new lab quick-set and an artificial torso. Quick-set was not inserted/released properly due to adhesive inside the serter¿s barrel.